Event description:
Patient received mitral valve and tricuspid valve annuloplasty, two coronary grafts and af isolation with the device (left atrial ablation). Patient received two successive re-intubations post-operatively. A cerebral scanner did not show recent ischemia or hemorrhagenic stroke. Patient also received fibroscopy in the ICU due to digestive hemorrhaging. No specific lesion observed. Pt expired. Autopsy revealed a left atrio-esophageal fistula that it is reasonable to attribute to parietal necrosis induced by radio frequency.